Event description:
Device appears to be oversensing on the ventricular lead. See episode #688 based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested.? Was malfunctioning. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).